Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 411 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer did not provide information about symptoms of high blood glucose value and treatment details. It was unknown if the customer was using auto mode or not at the time of incident. Customer stated that insulin pump had blank display and insulin pump was not working. Troubleshooting was performed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, no blank display noted during testing. Successfully downloaded history files and traces using thus. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted in the pump trace download on the event date. Please see below for the battery related alarms listed in the pump history file prior to the event date. 05/15/2022 02:21:00.000 alarmalertnotification faultnumber = low battery alert(104) 06/03/2022 09:49:00.000 alarmalertnotification faultnumber = low battery alert(104) 04/19/2022 11:40:00.000 alarmalertnotification faultnumber = change battery fault (73) 05/15/2022 11:52:00.000 alarmalertnotification faultnumber = change battery fault (73) 04/19/2022 12:11:00.000 alarmalertnotification faultnumber = off no power (11) pump was cut open to perform visual inspection and found¿moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without the original battery cap. Unable to verify damage to the battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay, and cracked keypad overlay at the select button. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. However, moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.